Event description:
It was reported that during an unknown procedure, it was observed that the device worked properly only once as it was impossible to perform the second firing. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/16/2025. D4: batch #538d37. Additional information was requested, and the following was obtained: - was the firing sequence started but not completed? If yes: the sequence did not begin - did the device deliver any staples? No. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. - did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line? - was there any difficulty opening the device jaws? Opening without difficulty. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage, the jaws and trigger in the close position and with a gst45g reload loaded on the device. The reload was received partially fired 1/10. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #psee45a, with lot/batch #a97y2j, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 538d37, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.